Event description:
According to the reporter, during an abdominal wall hernia procedure, the user noted that it was stiff in reloading. After the first 10 firings were done, the device was reloaded but then could not be fired anymore. The user removed the reload once and tried again, but the same result. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument timing was disrupted. The handle was actuated and the instrument cycled, however a reload cannot be loaded due to the disrupted timing. One sulu was received with no damage and unused. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation applied to the unit during firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.